Event description:
Procedure type: unk. Patient sex:unk. Reportedly, the balloon exploded when injected with 25 cc of air. Nothing however, fell into the surgical cavity. Used another blunt tip trocar. No pt injury was reported.